Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #841a28. Additional information: this is an analysis of a photo submitted to for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photo provided. It was observed a reload with the sled partially fired with the reload pan bent on the proximal end and an orange driver can be seen protruding of pan. The event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60b reload present. The reload was received partially fired 1/3, with 1 double driver missing, making the reload non-functional. In addition the reload pan was noted to be partially dislodged from both right and left proximal side. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances related to the reported complaint condition were identified.